Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was performing the second half of the surgery, when he realized that the instrument did not have enough strength when performing the movements, he inspected it and realized that the pulley cable was broken. The surgeon claims to have used the instrument correctly. It was replaced with one of the same type. The procedure was completed with no reported injury.